Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using a packing coil lp and a non-penumbra microcatheter. During the procedure, the physician successfully placed two packing coil lps in the target vessel. It was noted that the catheter was flushed with saline between each coil. While advancing the next packing coil lp, the physician encountered resistance. Subsequently, the coil unintentionally detached within the microcatheter. Therefore, physician removed the microcatheter containing the detached packing coil lp. The coil was flushed out on the back table. The procedure was completed using additional packing coil lps and the same microcatheter. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery using a packing coil lp and a non-penumbra microcatheter. During the procedure, the physician successfully placed two packing coil lps in the target vessel. It was noted that the catheter was flushed with saline between each coil. While advancing the next packing coil lp, the physician encountered resistance. Subsequently, the coil unintentionally detached within the microcatheter. Therefore, physician removed the microcatheter containing the detached packing coil lp. The procedure was completed using additional packing coil lps and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report. 1. Section b. Box 5. Describe event or problem evaluation of the returned packing coil lp confirmed the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was fractured, and the distal fractured segment was within the returned non-penumbra microcatheter. If the device is advanced against resistance, damage such as a kink and subsequent fracture may occur. If the pusher assembly is fractured, the pull wire will retract from the distal tip and allow the embolization coil to detach. Further evaluation revealed pusher assembly kinks, and the detached embolization coil was alongside the pusher assembly within the non-penumbra microcatheter. The pusher assembly kinks may be incidental to the complaint and may have occurred during packaging for return to penumbra. The cause of the detached embolization coil being on the side of the pusher assembly could not be determined. A slight ovalization was noticed on the distal shaft of the non-penumbra microcatheter. However, due to the fractured packing coil lp pusher assembly and inability to remove the embolization coil from the non-penumbra catheter, no further testing could be performed. Therefore, it is unable to determine if the damage on the non-penumbra catheter contributed to any resistance during the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.